Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle and material separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely there was a posterior needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an venotomy closure of the right common femoral vein was attempted using the pre-close technique via an 8f sheath hole prior to a cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a large bore sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.